Event description:
Twelve year old male with medical history of aortic insufficiency and ventricular septal defect status post aortic valvotomy or aortic stenosis in 1977 underwent an extended aortic root replacement using a 21mm aortic homograft and ventricular septal defect repair with mitral leaflet from homograft on 8/25/1987. On 3/6/1998, the valve and "patch" material were explanted due to calcification, regurgitation, and cusp degeneration. The homograft was replaced with the pt's pulmonary autograft (annulus reduced to 22mm).